Event description:
It was reported an alert for lead impedance out of range (104 ohms) occurred on (B)(6) 2010, and then there was an alert for unsuccessful wireless transmission on (B)(6) 2010. The device finally connected to the carelink monitor on (B)(6) 2010, and then the monitor communicated with the carelink system (B)(6) 2010. Review of data found that the monitor recorded loss of power on (B)(6) 2010 (i.e. The patient unplugged it). On (B)(6) 2010, the device recorded an out of range svc impedance, so it started delivering an audible alert every morning following this day and tried to send a wireless transmission. Because the monitor was unplugged, it was unable to send. After 3 days of being unable to transmit, the device recorded failed wireless transmission, again because the monitor was unplugged. The issue was resolved, and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alert sounded (B)(6) 2010 (104 ohms) for out of range svc impedance. Call report states tech services "recommended dft to evaluate true impedance." Noise - no anomalies found, 0 lifetime short interval counts. Sensing - no anomalies found, no short v-v cycle episodes (<220ms period) noted in device memory.